Manufacturer narrative:
Unit power up properly after battery installation. Proceed it by using a new battery cap and a new battery. The pump passed the sleep current test and active current test. Failed self-test. Unit was monitored and no frozen screen noted. Pump time and clock functioned properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was downloaded successfully using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. During download history review using the detailed trace, pump error 63 alarm (variable = 3, file number = 37, line number = 367) confirmed during testing at 03:35:31 pm. Per engineering troubleshooting guide, it was determined that pump error 63 was trigger by hardware issue with the ambient light failure. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assemblies. P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage and scratched case. In conclusion, customer concerns for blank display, unresponsive keypad, time/clock anomaly and frozen screen were not confirmed during testing. Pump error 63 confirmed during self test due to hardware issue with the ambient light failure. Exposed to moisture confirmed on the electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced frozen screen, blank display. The customer reported no adverse event. The event involved product(s) mmt-1712k. Customer reported a frozen screen. Buttons were not responsive and time clock did not advance. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1712k was requested and customer response was the device will be returned.